Event description:
It was reported that ¿it was not working.¿ the patient thought it was the patient programmer and replaced the batteries, but reported that the implant was not working. The patient stated that she was starting to get ¿fluid buildup again¿ and when she tried to go to the bathroom she really had to ¿strain¿ to go. The patient noticed these issues ¿about four to five days ago.¿ the patient noted that she had fallen ¿a lot¿ and was ¿walking on a walker now because she had several falls.¿ the patient stated that she fell once and spent the night on the kitchen floor. The patient also fell ¿sunday night at church.¿ the patient was assisted in synching the programmer to the implant and stated that the programmer showed there was power going to the implant. The patient then described the poor communication screen and noted that then the antenna was over the scar. The patient moved the antenna down and re-synched. The patient was on program 4 at 5.7 volts and the implant was on. The patient increased to 5.8 volts and did not feel anything. The patient increased again and saw the upper limit screen. The patient then noted that she was told not to adjust higher than 5.8 volts. The patient stated that her implant doctor ¿dropped her¿ after he put the implant in and her primary care physician did not know anything about the implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va01pdf, implanted: (B)(6) 2012, product type lead. (B)(4).